Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13871; 2938836-2019-15936; 2938836-2019-15937. It was reported that the pacing system was explanted due to the patient¿s condition. The leads were explanted due to infection combined with antibiotic intolerance. The patient was doing well.